Event description:
I have been a user of the philips dreamstation CPAP machine since the spring of 2017. In the last couple of years I had noticed some black residue in the tubing of my CPAP and around the part of the device where I connect the tubing to the actual machine. As a note, I also have lived in pretty humid environments, including (B)(6). For the last year or so, I have noticed increased headaches upon waking up in the mornings. Additionally, I started to feel tightness in my chest in the morning, and lately, I have seen an increase in the number of sinus infections and respiratory issues after waking up from sleep. After coming across the recall notice in the pages of the wall street journal this week, I have no doubt that many of these problems can be directly attributed to the recalled philips dreamstation CPAP machine which I have used every night for the last three years. This machine that was meant to preserve my health and prevent severe illness may now be contributing to health problems and potential severe illness. I only hope nothing worse comes of this. In the meantime, my doctor has recommended I continue to use the CPAP machine since she believes the benefits outweigh the risks. This has truly been a nightmare scenario for me where I am asked to weigh the cost of potential long-term health damage for using the machine versus not using the machine. FDA safety report ID# (B)(4).